Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette sample or diluent in well position h1 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Fse replaced tip clamp and plunger clamp #11. No death or serious injury was associated with this event.